Manufacturer narrative:
The investigation is ongoing.

Event description:
Approximately 5 months post implant, a balloon expansion with a non-edwards balloon valvuloplasty catheter (bav) of a previously implanted 23mm sapien 3 ultra valve inside an edwards aortic surgical valve was performed due to "high" gradients. The valve was expanded, and the gradient was acceptable.

Manufacturer narrative:
Updated to h2, and h6 (type of investigation, investigation findings, and investigation conclusions). It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular aortic stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest during initial implant the physician felt that the gradient captured was good and a decision was made not to attempt to fracture the surgical valve caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. H3 other text : valve remains implanted in patient.

Manufacturer narrative:
Updates to h3, h6 (type of investigation, investigation findings, and investigation conclusions) and h10 (narrative). The 23m sapien 3 ultra valve was not returned to edward as it remains implanted in the patient. The complaint for increased gradient was unable to be confirmed since relevant imagery was not provided for evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU and training manuals revealed no deficiencies. The commander delivery system with s3 ultra thv, us and the procedural training manual were reviewed for guidance. The procedural training manual provides guidance on post-procedure care. Thv recipients should be maintained on anticoagulant or antiplatelet therapy, except when contraindicated, as determined by their physician. There was no if or training deficiencies identified. During the manufacturing process, all sapien 3 ultra valves are 100 percent visually inspected for defects and 100 percent tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, 'balloon expansion with a non-edwards balloon valvuloplasty catheter (bav) of a previously implanted 23mm sapien 3 ultra valve inside a edwards surgical valve was performed due to 'high' gradients. The valve was expanded, and the gradient was acceptable'. Additionally, noted that 'increased gradient due to not fracturing the surgical valve during implantation of 23 su valve. A bav was performed to fracture the surgical valve and obtained great gradients'. In this case, gradient was acceptable after expanding the valve. It is possible that initially the valve was under-expanded, due to unfractured surgical valve. Under-expanded valve has an inadequate effective orifice area, affecting blood flow and leading to increased gradients. As such, available information suggest procedural factors (under-expanded valve) may have contributed to the reported event.